Event description:
Physician was attempting to use a protégé rx carotid stent during procedure. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. Device prepped per the IFU, with no issues identified. Lesion was not pre-dilated. Device did pass through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force used. It is reported that the device could not be deployed at the target lesion during the procedure. After that, the procedure was completed without any problems using the same products. No intervention required to remove device. Procedure completed with different product of the same make. No patient injury reported. When the stent was returned it was noted that the stent was partially exposed.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loose. The device was returned with approx. 3mm of the stent exposed from the outside tip of the outer assembly the stent confirmed as 60mm a 20cc water filled syringe was used to flush the device without issue, on both annual spaces and inner lumen a 0.014¿ guidewire was loaded through the guidewire lumen without issue, and the device was loaded into a deployment fixture the stent did not deploy below the 3lb pressure limit the stent could not be deployed with a maximum peak force of 3.50lbs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.